Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump buttons slowly reacting. Customer¿s blood glucose was unknown at the time of incident. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the pump was neither dropped nor exposed to moisture. Customer stated block mode is inactive. Customer states the buttons are responding now. Customer stated that the insulin pump had hardware low level failure alarm. Customer was able to complete rewind. Customer was able to clear alarm. Customer stated that the insulin pump passed self test. The insulin pump will not be returned for analysis.